Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no repots of the pt being harmed as a result of this malfunction. It is report that after trying to insert the system three (3) times, they gave up for ethical reasons. An email request was sent to the complainant requesting confirmation of info referenced on the complaint form regards to the following: "was the product used by the pt?" As the response to this question is checked of as "no" on the form, however, the details of the complaint on the form indicates "when filling the balloon outside the pt...." No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted.

Event description:
Info received via complaint form is indicated as follows: it is reported that the flexi-seal control grey infusion port experienced blockage when 5-10 ml of water was applied in the balloon. It is also reported that this has happened several times (approx. 5 different sets of fms control with the same lot number) ; however, when filing the balloon outside the pt, the system worked without blockage.